Manufacturer narrative:
Reporter last name: (B)(6) hospital.

Event description:
Philips received a complaint on the defibrillator indicating that a certificate marked with an expiration date is required. Additional information has been requested. There was no patient involvement.